Manufacturer narrative:
Evaluation of explanted components as well as associated instrumentation noted that the lock screws exhibited markings consistent with cross-threading, although the screws remained functional. Evaluation of instrumentation noted no failure to tighten to specified torque level. The event appears to be related to incorrect engagement of lock screws and polyaxial screws; the cause of this is unclear. One polyaxial screw separated from bone, suggesting an impact may have occurred, although that has not been confirmed. Review of labeling notes: "potential risks identified with the use of this system, which may require additional surgery, include:bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, . . . "

Event description:
On (B)(6) 2017 a six-level posterior cervical fixation was performed. On (B)(6) 2017 it was reported a revision surgery was performed due to loosening of multiple lock screws. No injury was reported.